Event description:
It was reported 'upon removal of PICC from patient it was discovered the PICC was fractured 2 cm from hub'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided two photos for analysis. The complaint of a damaged PICC was able to be confirmed by the photos, which show the sample with a hole towards the proximal end. The hole appears consistent with a pressure related rupture, however, a complete visual inspection to determine the root cause could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported 'upon removal of PICC from patient it was discovered the PICC was fractured 2 cm from hub'.